Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated on the keypad there was an air bubble in the middle. Customer stated that insulin pump was exposed to moisture. Customer stated that the menu and arrow buttons were unresponsive and scroll bar did not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to confirm keypad unresponsive/button error alarm due to constant flashing medtronic logo. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water had corroded electronic assemblies and force sensor flex connector. Unit also received with cracked belt clip rails, battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, scratched case, stained keypad overlay and cracked keypad overlay at select button. In conclusion, the unit was received an unexpected flashing medtronic logo due to corroded electronic assembly. Therefore, unable to confirm keypad unresponsive/button error alarm due to display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.